Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 was cauterizing the branches hemopro2 was cauterizing the branches intermittently. The hemopro2 extension cable was replaced with a new one and the handpiece on the device worked fine. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).